Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown spinal surgery on (B)(6) 2019 and suture was used. The needle was detached from the suture during continuous suturing under the skin. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an empty labeled winding former, a suture piece and a detached needle were returned for analysis. During the visual inspection of the detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and the remnant suture was noted. The suture end was severely cut (damaged), resulting in a clip off defect. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition the assignable cause of the suture needle pull off is a clip off defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.